Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient went to the clinic complaining of urinary incontinence. After examination and discussion, both physician and patient agreed that the cuff needed to be replaced. During replacement, the physician noticed atrophy were the cuff was. The cuff was replaced and repositioned more distally. A full recovery is expected for the patient with a functional device.